Event description:
Spoke to family member, who called in regards to the pt's diabetic meter. The family member mentioned that in 2002 in the afternoon, the pt was not feeling well. Their eyes were rolled back, sweating and shaking. The family member tested the pt's bg and obtained a reading of 93 mg/dl. Because the pt was not feeling to well, the family member gave the pt a little bit of orange juice. Then 45 minutes later the family member took the pt to the ER. In the ER they tested the pt on the hospital meter and obtained a bg of 44 mg/dl. The pt was treated in the ER with sugar. The pt is still in the hospital and claims they may be there until monday, but is not sure. They are watching the pt's bg and trying to control their bg readings. The family member was in a hurry to leave and medical affairs rep was unable to obtain any further info. From the reported issue notes it mentions the pt's test strips were good and control solution fell within range. Ccr is sending accuracy brochure and sources of variation to pt.